Event description:
The it / is manager reported that the facility's central nurse's station (cns) was currently is in signal loss. No patient information is able to be displayed on the monitor. They also stated that all of the patient tiles are currently greyed out.

Manufacturer narrative:
Details of complaint: the it / is manager reported that the central nurse's station (cns) was in signal loss. They also stated that all the patient tiles were greyed out. They had confirmed that the ports had proper network connectivity and ensured that the cns had all cables properly and securely installed. No patient harm or injury was reported. Investigation summary: the customer reported that the issue was resolved when they identified that their cns was not properly configured for their failover system. This indicates that the root cause is use error (network related). Failover systems are controlled by the customer and is not a function of nk devices. B4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative. Corrected information: e2 healthcare professional?: corrected the "yes" selection to the "no" selection.

Manufacturer narrative:
The it / is manager reported that the facilty's central nurse's station (cns) was currently is in signal loss. No patient information is able to be displayed on the monitor. They also stated that all of the patient tiles are currently greyed out. They have also confirmed that the ports currently have proper network connectivity, and also ensured that the cns has all cables properly and securely installed. The customer later stated that the issue has been resolved and related to a networking setting on the hospital side. They stated that the ip address of the cns was not programmed into the fail over protocol. The cause of the issue was that their failover system did not have the rules to allow the ip address on the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The it / is manager reported that the facilty's central nurse's station (cns) was currently is in signal loss. No patient information is able to be displayed on the monitor. They also stated that all of the patient tiles are currently greyed out. They have also confirmed that the ports currently have proper network connectivity, and also ensured that the cns has all cables properly and securely installed. The customer later stated that the issue has been resolved and related to a networking setting on the hospital side. They stated that the ip address of the cns was not programmed into the fail over protocol. The cause of the issue was that their failover system did not have the rules to allow the ip address on the cns. No patient harm was reported.